Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned to olympus for evaluation and was repaired by third-party agency in the past, the device failure (falling piece of bending section cover glue) could not be confirmed. Therefore, the root cause of the device failure could not be identified. However, it was determined that the procedure was prolonged by 30-minutes to troubleshoot the reported device breakage. The event can be detected/prevented by following the instructions for use (IFU) which state: prohibition of improper repair and modification- this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. This supplemental report includes a correction to the reportability decision from the initial medwatch. It has been determined that this complaint meets the criteria of a serious injury per the FDA definition in title 21 cfr part 803. Also, a correction has been made to the following fields to provide information that was inadvertently not included in the initial medwatch: a2, a3, b5, d8, e2, e3, and g2. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the physician used a different scope to search and ensure that there were no pieces of the device left inside the patient¿s colon. This caused a 30-minute procedural delay. After a detailed examination of the patient¿s colon, there were no plastic pieces found, and the subject device was observed to have ¿two ends of the bending part glued together,¿ with no missing pieces. The incident occurred at the end of the scheduled procedure. The procedure was completed using the replacement scope. It was confirmed that the subject device was inspected prior to use per the olympus instructions for use. No additional medical intervention was required. The patient outcome was not impacted by the device failure.

Event description:
It was reported, the flex video scope exhibited the attachment attached to the endoscope fell off inside the patient. The issue occurred during a diagnostic colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.